Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that olympus gastrointestinal videoscope received a final flush with rapicide a instead of the validated alcohol flush which was an incorrect cleaning process. The customer suspected the cause of the rapicide a being used was it being incorrectly put into the alcohol container. There was no patient injury.